Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿severe thoracic aorta stenosis after endovascular treatment of blunt thoracic aortic injury¿, where cook´s stent graft was used. This pr focuses on the case reported in the article. The case report involves a 15-year old female treated with a zta device for blunt thoracic aortic injury (btai). Her diameter of the thoracic aorta was the injury was 14-15mm. The smallest available device was a 22 mm device for this acute procedure. Ten months later she was readmitted to the hospital and a CT showed almost complete stenosis at the distal end of the graft due to clot formation inside the graft. This complaint is based on the provided article and the clinical assessment performed for the investigation. Per clinical assessment, the thrombotic complications only appeared to occur in small diameter endografts in young patients when being used to treat btai. According to instruction for use risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. The safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: patients less than 18 years of age. This complaint is confirmed based on the article and clinical assessment provided. It was not possible to determine the exact cause of event however, a likely cause is the use of device in young btai patient and that´s why the use of treating btai patients was removed as indication. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as zta similar to devices under PMA/510(k) p140016 (B)(4). Investigation is still in progress article: hostalrich et al., "severe thoracic aorta stenosis after endovascular treatment of blunt thoracic aortic injury." Semin thorac cardiovasc surg. 2019 summer;31(2):227-229.

Event description:
Description of event according to journal article: tevar with a zta stent graft was used to treat a grade 3 blunt thoracic aortic injury just distal to the left subclavian artery. The diameters of the thoracic aorta at the level of the left subclavian artery and 2 cm below the aortic lesion were 15 and 14 mm, respectively. A 22 mm (diameter) zta was used as it was the smallest available for the acute procedure. To achieve endovascular exclusion, the left subclavian artery was deliberately covered. A postoperative CT scan prior to discharge confirmed exclusion of the traumatic transection and patency of the thoracic stent graft. Control CT scan at 2 months demonstrated complete remodelling of the rupture, patent stent graft without intramural or intrastent thrombus. Ten months later, the patient was readmitted for thoracic pain and weakness of the lower limbs. She was also in acute renal failure. Emergent CT scan confirmed an almost occlusive stenosis at the distal junction between the thoracic stent graft and the native aorta due to clot formation inside the graft. There was further clinical deterioration secondary to a pulmonary edema with concurrent anuria. Emergently, primary stenting with a bare nitinol stent was performed. The stent was inflated with a 32 mm semi compliant coda balloon catheter. Blood pressure went back to normal. After 12 days, the patient was discharged without any complication. Subcutaneous curative anticoagulation during 1 month with low molecular weight heparin associated with single antiplatelet therapy was administered. After 2 months of follow-up, the patient remains asymptomatic and control CT scan demonstrates patency of the stent graft and bare stent. Patient outcome: the stent graft remained in the patient as intended. The patient had in-graft thrombosis and required reintervention (insertion of bare metal stent) and anti-coagulant treatment. The patient had in-graft thrombosis/occlusion and developed thoracic pain, weakness of lower limbs, acute renal failure, pulmonary edema and anuria.